Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor and video control boards were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the images were intermittently blank. No pt injury was reported.